Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when removing a bd phaseal protector p14j from difolta 20mg vial, the needle was removed and remained in the membrane of the vial.

Manufacturer narrative:
Investigation: one sample unit was received for evaluation by our quality engineer team. Through inspection of the sample, the needle was observed detached from the protector. It seemed as though the needle did not puncture the rubber stopper and the center of the metallic cap was damaged. As a lot number was unknown for this incident, a complaint history check could not be completed. It has been determined that the damaged metallic cap caused the leakage. Protectors must be connected completely vertical to the vial to avoid incorrect puncture and/or damage to the protector needle. Use of the m12 assembly fixture is recommended to ease the connection process. The assembly machine (p2) has an automatic control which checks the proper position of the cannula since july 2019. It does not seem likely that the needle was inclined/bad assembled as visual inspection of the needle housing does not reveals defects. The leak seems related to a bad use of the device.

Event description:
It was reported that when removing a bd phaseal¿ protector p14j from difolta 20mg vial, the needle was removed and remained in the membrane of the vial.